Manufacturer narrative:
(B)(6).

Event description:
It was reported the blue suture dissolved (broke).

Manufacturer narrative:
A visual assessment of the device confirmed the reported complaint. Approximately 12 inches of suture was returned for examination, which showed the blue polypropylene monofilament has been broken/torn from the suture. The returned photograph shows the mono breaking when snugging down the knot aided by a probe; as a result a small piece of the mono became free floating within the joint space. It appears the probe likely stretched the mono to its breaking point causing the loose body. Per the device IFU ¿to further snug down the suture construct, thread the free end of the suture through the knot pusher/suture cutter¿. Further investigation is not warranted at this time.